Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Belt sn (B)(4) has not yet been recovered. Initial evaluation included a review of the download data files. The download data did not indicate any device malfunction that would cause or contribute to the reported burn.

Event description:
A us distributor contacted zoll to report that a patient reported a 'burn' from one of the electrodes. The electrode was reportedly very hot and burned him. The patient's physician advised the patient to apply cortisone cream and to use a band-aid. Follow up indicated that the area was improving.